Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone13.3. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced hyperglycemia while wearing the pod for an unknown duration. The patient's blood glucose values reached 252 mg/dl while wearing the pod. Additionally, the patient reported receiving an automated delivery restriction alarm and was not getting any insulin delivery for 4 hours. The patient noted he believes certain areas of his body do not work due to scar tissue. The patient contacted his doctor about it and he will not use the shoulder anymore as an infusion site. No further information was provided.